Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy with salpingo-oophorectomy, anterior and posterior repair, and laparoscopic cholecystecomy due to sui and cystocele. Following implantation, the patient experienced pain, urinary/bowel problems, and recurrence. On (B)(6) 2011, a mesh removal was performed concurrently with a sling replacement and cystocele repair due to recurrent sui, cystocele, and the failure of the implant. The patient also underwent a hysterectomy on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2011 and pelvilace was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary incontinence, urgency and retention. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.